Event description:
Patient presented to the physician with pain near the ipg site. Physician brought the patient into the operating room on (B)(6) 2022 and discovered a seroma. Physician drained the seroma and discharged the patient. This resolved the issue.

Event description:
Patient presented back to the physician with mobile ipg causing pain. Physician brought the patient into the operating room, repositioned the ipg higher in the pocket, sutured it down, and closed the incision.